Manufacturer narrative:
Evaluation of the returned device found that the needle is bent, and the port window in the opened position with debris and solutions visible around the port and on the outer needle shaft. There is fluid in the aspiration line. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The inner needle is binding up preventing cutting. However, the cutter does aspirate as it should. It should be noted that a bent needle could contribute to poor cutting performance due to friction and binding between the inner and outer needle assemblies. Due to the returned condition, and evidence of use, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing.

Event description:
It was reported by the user facility that the cutter actuation of the vitrector quit working during the case. Aspiration was maintained and surgery continued without issue after the vitrector was replaced.